Event description:
Procedure type: gynecology. According to the rptr: the balloons of the units exploded; it happened with two units of the same box. Units changed with new one. The dealer confirms that the final user is a experienced with these kinds of devices. A new instrument was used to complete the procedure. No pt injury was reported. No additional info available at this time. Clarification for the report date has been sent.

Manufacturer narrative:
(B)(4).